Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and slid on the pump and as a result the touch screen became shattered and allegedly unresponsive. The customer's blood glucose was 162 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.